Event description:
It was reported that the fiber tip detached outside of the patient, during a photoselective vaporization of the prostate procedure after 94,204 joules and 15:21 minutes of use, as the physician was removing the fiber from the grey nipple on the greenlight instrument. The fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber with no patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The metal cap is loose within the outer flow tubing; there is misalignment of the metal cap output window with the red stop sign. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Cap wear was accelerated due to anatomical procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Based on device analysis, there are no signs of breaks/fractures at tip and no signs of breakage along the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber tip detached outside of the patient, during a photo selective vaporization of the prostate procedure after 94,204 joules and 15:21 minutes of use, as the physician was removing the fiber from the grey nipple on the greenlight instrument. The fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber with no patient complications.